Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and elevated iop are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR#: (B)(4).

Event description:
It was reported that following a cataract plus trabecular micro bypass stent system procedure, the patient presented with hyphema at postop day one (1). Per report, the hyphema improved within a week, but recurred the following week. The surgeon conferred with glaukos medical monitor who reported that the hyphema was improving and on iop medication with hyphema resolving. Treatment options including ways to monitor the patient were discussed. Through follow-up, the surgeon provided the following additional information. The left eye procedure was uneventful, and the postop hyphema was associated with iop increase (temporary) which was managed with glaucoma medication. The reported hyphema was characterized as grade 1 (less than or equal to 1/3 ac vol.) Per report, the patient was on anticoagulants preoperatively. The patient¿s most recent status was reported as ¿doing well one (1) at one (1) month postop with adverse event resolved¿.